Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user saw glucose readings on the dexcom g7 mobile application but not on the ilet, despite initially successful pairing with the g7 using the four-digit code, after which the ilet displayed ¿sensor pairing¿ and failed to show values; the agent instructed the user to toggle cgm selection g7 to g6 to g7 and attempt re-pairing, and to call back if the sensor did not pair. Symptoms included no reported adverse physiological effects. Outcomes included no impact to blood glucose management or clinical care and no medical intervention. Investigation included technical troubleshooting and user education by customer care. Investigation of this case revealed that the cgm was not paired with the ilet at the time of the report and that re-pairing steps were provided. It was concluded that the event involved cgm pairing failure with the responsible device not identified and that continued monitoring and re-pairing attempts were appropriate.